Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the pump reset was unknown and no actions/interventions were taken to resolve the reset. It was a routine check to see if it recovered. The MRI (magnetic resonance imaging) was performed (B)(6) 2017. The pump was still implanted; the patient had an infection so they were not able to have surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient received gablofen (2000 mcg concentration, 950 mcg/day, lot 2138-109, expiration (B)(6) 2019) through the pump starting on (B)(6) 2011. The patient's medical history prior to the use of gablofen included cerebral palsy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 12.2 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. The event date was unknown. An alarm was heard and confirmed by telemetry to be a critical alarm due to reset and safe state. No troubleshooting was done during the call. Reportedly another rep was with the patient checking for a motor stall recovery post magnetic resonance imaging (MRI) and they informed him that the reset alarm was occurring. The rep was to meet with the patient and call back once he had more information. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient was due to have his "generator" (clarified as pump battery) replaced (B)(6) 2017 as it was nearing end of service (eos). He had a pump refill on (B)(6) 2017. The patient was malnourished, which had nothing to do with the pump. He became acutely ill "pulmonarily" and was admitted to ecu (B)(6) 2017, where he had a tracheometry and an MRI. When the pump was checked after the MRI, the "low battery alarm" was seen. The patient had an infection which was unrelated to the pump, so they didn't replace the "generator." They were giving him oral baclofen and he was contracted at the time of this report. He wasn't well enough to travel. It was reported that somebody from medtronic was going to turn the pump off on (B)(4) 2018 at 2:30, but the notes didn't indicate if the pump was ever actually turned off. The patient was slightly contracted when he had the pump as well.